Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow up report will be filed once investigation results are available. Customers and retailers have been informed.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer reported feeling "lightheaded, shaky and also felt pressure in her head". No medical treatment rendered was reported. There was no report of medical intervention, death or serious injury.